Event description:
It was reported that the user stated their ilet pump was not working and experienced elevated blood glucose, with reported values of 269 mg/dl earlier and 202 mg/dl during the call, while a concurrent fingerstick measured 168 mg/dl; the user uses a g6 sensor and had already changed infusion sites. Symptoms included hyperglycemia. Outcomes included no hospitalization or medical intervention beyond troubleshooting and education. Investigation included remote troubleshooting support and user education. Investigation of this case revealed no confirmed device alarms, no confirmed device malfunction, and discrepant glucose readings between cgm and fingerstick that could reflect sensor or site variability; the precise cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.